Event description:
The impactor broke while impacting the tibial tray.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product associated with this reported event was not returned for examination. The investigation could not draw any conclusions about the reported breakage based on the lack of the product to examine. Based on the inability to confirm the reported event and the inability to identify root cause, the need for corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.